Event description:
It was reported by service report that the wheels are cracked, preventing the unit from being mobile and reducing the brake force. No pt involvement or adverse consequences are reported.